Event description:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received five unknown lifevest treatments. It was also reported the patient received 2 non-lifevest defibrillations from an AED by medical staff. At 03:36:18 on (B)(6) 2022, the device was started up. Per continuous ECG recording, the patient was last seen in sinus rhythm at 60 bpm at 11:27:17 on (B)(6) 2022. Per flag file review the patient received five lifevest treatments on (B)(6) 2022 at 08:54:01, 08:54:33, 08:54:55, 08:55:19, 8:55:46. The specific rhythm at the time of the treatment events is unknown because the ECG recordings are not available for review on the day of the defibrillations. The recordings were available up until 11:27:17 on (B)(6) 2022. Reporting event out of an abundance of caution.

Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing as the patient as in a non-treatable rhythm at the time the electrode belt was disconnected. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.